Event description:
Hard to see labels on ports of suction canister resulted in reversal of pt-line and hospital-vacuum-line connections, with the result that suction failed as soon as pt fluids began entering canister during use to remove fluids from pt airway. This occurred twice, once on the indicated date and once on a subsequent date. Each case required intervention by a second party to diagnose and correct the misconnection. Had either case been an emergency use, the interruption in suctioning could have been lift-threatening. Also, the nurse dealt with the problem by moving the pt line to the tandem port, leaving the vacuum line connected to the pt port. This configuration provided suction, but exposed the hospital regulator to the very contamination that the bio filter was intended to prevent. All of this occurred due to the illegible port labeling on the canister lid. The labels are formed by molded-in lettering without any contrasting ink.